Event description:
Report received of an undocumented number of undocumented incidences of "cassette alarms". The customer reported that they tried several times to readjust the cassette, manipulate the tubing, and changed the pump, however; the pumps continued to alarm. The customer reported that they changed the tubing, and that the pt's IV maintenance fluid therapy was resumed. There were no reported adverse pt events. Though requested, no add'l info was available.